Event description:
A comatose patient on artificial respirator, in the facility's intensive care unit, was reportedly tested using the suspect device, with a result of 169 mg/dl. Patient's blood glucose was reportedly retested, in the facility's lab, with a result of 31 mg/dl. No action was taken based on the value obtained on the suspect device. The followig day, patient's blood glucose was again tested, using the suspect device, with a result of 164 mg/dl. A subsequent lab test revealed that patient's blood glucose was 11 mg/dl. No information about patient's treatment was provided. Later that evening, an additional comparison was reportedly performed. The suspect device result was 303 mg/dl and the laboratory result was 130 mg/dl. No additional details of patient's treatment or current condition were provided. The reporter noted that patient had likely been receiving a maltose containing substance. A labeled interferent for the test strips (type and administration route were not provided). No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred at hospital, (address and phone number not provided).